Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that at approximately 2100, the registered nurse programmed the pump module to infuse a secondary medication of potassium phosphate with a concentration of 5mmol/50ml. The infusion was set for 8.612 ml/hr with a volume to be infused of 51.67ml. The nurse realized that the bag was empty and the entire medication had infused in less than five minutes. It was also mentioned that prior to the event, "d5ns+20meq" of potassium chloride was running at 60 ml/hr. There was patient involvement but no harm.

Event description:
It was reported that at approximately 2100, the registered nurse programmed the pump module to infuse a secondary medication of potassium phosphate with a concentration of 5mmol/50ml. The infusion was set for 8.612 ml/hr with a volume to be infused of 51.67ml. The nurse realized that the bag was empty and the entire medication had infused in less than five minutes. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.